Manufacturer narrative:
(B)(4). Eval, results, conclusion: (endoleak, death). (Cause of type iii endoleak is unk).

Event description:
Additional information was received for this case. The investigator indicated that the previously reported type iii endoleak was updated to an unknown endoleak at the 30 day follow up. The cause of death was also suspected to be related to ischemic heart disease (ihd) but it could not be conclusively determined, and is considered unknown.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a larvate saccular 5.0 mm x 5.4 mm thoracic aortic aneurysm located in zone 3 and 4. Vessel morphology was reported as the diameter of the proximal and distal aortic neck was 23 mm and 29mm, respectively. The tf2828 talent stent graft was implanted into zone 3 and a talent stent graft tf434 was implanted at zone 4 successfully. It was reported that three days post implant, there was a junctional type iii endoleak; a palmaz stent was placed at the junction, but the type iii leak did not resolve. The physician thought it may be a type ii leak. The pt fell some time after the intervention and damaged a kidney and started dialysis. The pt changed hospitals, but it was reported that 5 days later, the pt expired from sudden death. The physician commented that the death was unrelated to the device or procedure. It was reported that the cause of death is ischemic heart disease. There was no autopsy performed. (Ref MFR# 2953200-2011-00539).